Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. According to the device history records reviewed for the reported lot number m6110t617, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the respiratory therapist that when the patient was suctioned tracheal trauma was depicted by a small amount of blood that was noted in the tube. Upon further examination it was discovered the incorrect tube was used for suctioning. There was no reported medical intervention required at this time and the tube was simply changed out for the correct size. Additional information was received on 21-jun-2016 that states the patient has been diagnosed with pneumonia and prescribed antibiotics. The patient is ventilator dependent and currently stable following the incident of suctioning. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4). There was one case of unused representative product sample received for evaluation. One representative sample was received that contained a box of seven product pouches. The product in the pouches is consistent with code 22059. One pouch has been opened, but the product has not been used. The remaining six pouches are unopened. The second representative sample received contained a box of ten unopened pouches. The pouches are labeled code 8169. The product in the pouches is consistent with code 8169. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).